Event description:
The device was part of a recall population and upon receipt, it was found to fail a self test.

Manufacturer narrative:
(B)(4). Device evaluation has not been completed at this time.